Manufacturer narrative:
The lead was returned without a reported event. As received, only the distal portion of the lead was returned for analysis. Visual examination found two external insulation abrasion. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Model and serial number is unknown therefore UDI can not be retrieved.

Event description:
This report is to advise of an event observed during analysis.